Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the administration set was changed and a new bottle of propofol was hung at 8:55 p.m. The propofol was programmed to infuse at 20 mcg/kg/min (12.576 ml/hr) with a vtbi of 85 ml. Sometime after the start of the infusion, the customer reported the pump alarmed for patient-side occlusion. The patient and the pump were assessed, no irregularities were identified and the infusion was restarted. The patient¿s blood pressure started to decrease and upon assessment, the recently hung bottle of propofol was found empty. A 1000 ml fluid bolus was administered and the patient¿s blood pressure increased, returning to baseline. There was no report of long term patient harm.